Manufacturer narrative:
Lift was found in bio-med department and was out of service until repair was completed.

Event description:
Information received indicated that as a pt was being lifted from the wheelchair to x-ray table, that the front caster broke off the lift. X-ray tech noted that the pt was not injured and was not aware that the wheel had come off.